Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (light not working) has been confirmed. Upon eval at zoll, the back light was not working because the charger/modem was not powering up. The cause for the charger/modem not powering up is a flash failure. The root cause of the flash failure cannot be positively identified. No adverse event resulted from the corrupted flash. The pt received a replacement charger/modem.

Event description:
A (B)(6) female pt contacted zoll customer support to report that the pt's charger light does not work when plugged in. The pt was issued a replacement charger/modem.